Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 04.043.235s lot number: 616p738 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 14 feb 2022 manufacturing site: jabil bettlach expiry date: 01 feb 2032 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for tibia with tibial nail and reaming rod. When the surgeon passed the reaming rod into the medullary cavity and tried to insert the tibial nail, it got stuck. There was interference with the most distal polymer inlay on the proximal side, making it impossible to advance the tibial nail any further. Therefore, the surgeon removed the misaligned polymer inlay with a kocher, then inserted the tibial nail in question and advanced it to the intended position. Since that hall was not planned to be used in this case, the patient was not affected. The surgeon opined that the monoblock reamer may have affected the thickening of the guide and did not see this as a problem with the polymer inlay. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.